Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of previously performed retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected during in-house investigation and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no nonconformities were documented. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.8. First retest: 4.8. Second retests: 2.0. Time between tests: five minutes. Therapeutic range: 2 - 3. Patient self tester reports milking the finger to obtain sample.